Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead dislodged and the physician was concerned about the helix function/ active fixation mechanism. Repositioning was attempted however the lead was later explanted and replaced. No patient complications have been reported as a result of this event.